Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old female patient, the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device logs confirmed that all error messages found within the logs were non critical in nature. All alarms in the log were related to the breathing circuit set up, with some related to troubleshooting after the patient event. During the patient event, it was determined that the ventilator was acting according to the settings and was still providing breaths to the patient. No level 1000 alarms were found to indicate that the device stopped ventilation. The smart pneumatic module board was replaced as a precaution. The board was scrapped. Reports of this nature are typically not considered to be medwatch reportable as there were no critical errors and the ventilator was capable of delivering therapy. Analysis of reports of this type has not identified an increase in trend.